Event description:
A caller reported an issue with incorrect time settings on a pump, which had a discrepancy greater than five minutes compared to the actual time. There was no adverse impact to the customer¿s blood glucose level, as previous settings had not resulted in levels above 500 mg/dl or below 54 mg/dl. The caller was assisted by cts in updating the pump time and was advised to monitor and report if the time discrepancy reoccurs, which the caller understood and acknowledged.